Event description:
This event is reportable based on the product analysis approved in 2008. It was reported that during a drug eluting stenting treatment procedure the shaft of the 2.50x16mm taxus express2 stent kinked during the procedure. The procedure was completed with this device. There were no patient complications. Pt status is reported as "good". However, the returned product analysis revealed that the hypotube was broken.

Manufacturer narrative:
Device evaluation: the device was returned to the complaint investigation site (cis) for analysis in two sections as a result of a break that occurred in the hypotube. The break was kinked at the point of separation. The break was measured as approx 23cm distal from the catheter strain relief. This type of damage is consistent with excessive force having been applied to the device. No other kinks or damage was found along the hypotube. Visual and microscopic examination of the stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of this damage is due to operational context due to the anatomical and/or procedural factors encountered during the procedure.